Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. Customer's blood glucose was 6.9 mmol/l. Customer stated that she got the pump error alarm and could not do anything on the insulin pump. Customer was unable to rewind the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and not expected to return for analysis.